Manufacturer narrative:
Account called and said he found the issue to be in molded plug. He is not sure what was causing the sizzle, but it was internal within the plug. He replaced the plug to resolve issue.

Event description:
Account states he hears a hissing sound from the plug, no outward damage can be seen.